Event description:
It was reported that a spectrum pump alarmed door not fully latched in the nursing area. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of door not fully latched through the history log, but could not reproduce it during evaluation. Evaluation found to door hooks to be out of adjustment. The door hooks were reworked to ensure proper door function.